Event description:
An event on an unknown date involving a tego¿ connector experienced no flow. The reporter stated that, the dcg centre has experienced the same problem with multiple tego connectors with obstruction issues over a period of time. The complaints occurred during dialysis or already when flushing, the sealing caps partially pinch shut or close completely. There are 4 samples available for investigation. There was patient involvement and no patient harm. No further information was available.

Manufacturer narrative:
Date of event - the date of event is unknown. (B)(6) 2024 has been used as a place holder. The device has been received, but the investigation has not yet been completed. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Received four (4) used d1000 tego connectors for inspection. Blood residuals were observed in each of the tegos. Each tego was accessed with a male luer to activate the devices and see if occlusions could be observed. Two (2) of the tegos were found to be occluded when activated by a male luer. The fluid path was clear on the other two (2) tegos. The reported complaint can be confirmed on two (2) of the tegos. The probable cause is errant silicone adhesive applied during manual assembly in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.